Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/18/2014-product analysis:the pump was returned and evaluated by product analysis on 07/10/2014 with the following findings:the complaint of an irremovable battery cap could not be duplicated or confirmed with investigation. A battery cap was not returned with the pump. The battery compartment threads were found to be undamaged. A battery compartment crack was observed. Unrelated to the complaint, evaluation revealed that the ok and down keypad buttons were intermittently responsive. There was evidence of keypad contamination found under all key contacts. Investigation revealed the display screen was dim and discolored.